Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer said it goes to warm-up, but it suddenly says change sensor while still in warm-up. The customer reported a blood glucose value of 630 mg/dl, and the current blood glucose value was 464 mg/dl. The customer experienced hyperglycemia and was treated with a bolus from the pump. The customer reported an insulin flow blocked alarm. The event involved product(s) mmt-7841zn, mmt-342g, mmt-441ak, mmt-1884, and mmt-7040a. Troubleshooting was performed for the change sensor and the non-serialized product being replaced. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the insulin flow blocked alarm, and it's a current event. Troubleshooting was performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-7841zn was requested, and the customer's response was that the device would be returned. No product return is required for mmt-342g. No product return is required for mmt-441ak. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Event description:
Updated summary: as per the additional information received, the customer no longer alleged loss of communication.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (medical device problem code 3283 has been removed) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.